Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer stated the insulin pump received multiple error alarms. The customer was treated for the low blood glucose with soda. Customer¿s blood glucose level was 76 mg/dl at the time of the call. Customer stated the insulin pump was exposed to a magnetic field. The customer was assisted with troubleshooting. Customer was assisted with clearing the alarm. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.